Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles experienced unable to deliver insulin. The following information was provided by the initial reporter: consumer stated, she does not look forward to taking injection because the pen needles hurt, (patient end) stated, she has bruising that's yellow and green in color but goes away stated, she does not prime before injection and sometimes will have to push hard on plunger.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023 h6: investigation summary customer returned 2 unopened 32g 4mm loose pen needles from the lot# 2089068. It was reported that needles are painful. All the returned samples visually inspected and observed no issues. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 1. 0.0094 in 2. 0.0094 in all of the needles were measured within acceptable outer diameters for 32-gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected, and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the needle's cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. Each of the pen needles was attached to a test pen, with saline being pushed through the system and out the distal tip of the pen needle each time. No damage to the needles of any kind was observed and all functioned as intended. Hence, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was not able to confirm the customer indicated issue. Root cause cannot be determined as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ ultra-fine¿ pen needles experienced unable to deliver insulin. The following information was provided by the initial reporter: consumer stated, she does not look forward to taking injection because the pen needles hurt, (patient end) stated, she has bruising that's yellow and green in color but goes away stated, she does not prime before injection and sometimes will have to push hard on plunger